Event description:
A malfunction on the pump was reported, which occurred during hot weather conditions. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections as a backup therapy, and technical support provided a replacement pump. Instructions were given on how to put the old pump into storage mode and return it using a pre-paid label. The customer understood and acknowledged all instructions received from technical support.